Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted, (B)(6) 1999 revision - (B)(6) 1999. Date implanted, (B)(6) 2002 revision - (B)(6) 2000. Date explanted, (B)(6) 1999 revision - (B)(6) 1999. Date explanted, (B)(6) 2002 revision - (B)(6) 2002. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 1999. Subsequently, patient underwent a revision procedure on (B)(6) 1999 due to superficial infection. Patient underwent a radical debridement on (B)(6) 2000. It was further reported patient underwent an irrigation and debridement secondary to infection on (B)(6) 2000. Patient was reimplanted on (B)(6) 2000. Patient underwent a revision procedure on (B)(6) 2002 due to fracture of the hip.